Manufacturer narrative:
Based on the analysis conclusion this does not meet the reportability criteria .

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. Ipg was explanted and replaced.